Event description:
Per provider, the chair is split in half from left to right.

Manufacturer narrative:
(B)(4). Per provider. The chair is split in half from left to right which allegedly caused the user to injure their right leg. No mention of the extent of the injury and if medical intervention was sought.